Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm) twice on (B)(6) 2024. The low bg causes were not known. The customer also received third party assistance from paramedics twice on (B)(6) 2024. The first time the paramedics provided orange juice to address the low bg level, and the second time, the customer passed out because of the low bg level and paramedics provided a glucagon shot to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.